Event description:
V.b. Shunt is malfunctioning so caused infection. The patient is having abdominal dysfunction regarding to this. (B)(6) 2015: 1) did this event occur intra-operatively? - no, surgeon has confirmed that shunt is not functioning and hence caused infection. 2) was there a delay in surgery over 30 minutes? - no. 3) were there any adverse consequences to the patient? ¿ yes. Surgeon has confirmed that ventriculostomy procedure would be done. Also, if shunt revision is required they would contact us for shunt. What actions were taken as a result of this incident? - the surgery took place in 2011 as confirmed by surgeon. We have informed the surgeon that the warranty period for bactiseal shunt is only one year and hence warranty for bus expired in 2012. He has to purchase new shunt if revision/replacement of shunt is required. 4) was the device revised? Please provide the original implant and explant date if known. ¿ no. Shunt was not revised till date of complaint. Original implant was done in the month of (B)(6) 2011 as confirmed by surgeon. 5) is the device being returned for evaluation? - no.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
As the device has not been revised, no evaluation of the shunt could be performed. Manufacturing records were reviewed and the device met all specifications prior to distribution. The device was sterilized on june 20, 2011. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.